Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. As the patient was pacemaker dependent, the physician reprogrammed the device, and the patient was hospitalized in anticipation of rv lead revision. Before the revision procedure could be performed, the patient passed away due to heart failure while in the hospital. There was no suspicion or allegation any abbott device caused or contributed to the patient's death in any way.